Manufacturer narrative:
A ge service representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
It was reported that the system could not display images on the monitors. This could cause the system to become unusable due to the inability to view the live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.